Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via telephone call that the customer was hospitalized with high blood glucose and had been drinking. The blood glucose reading was 424 mg/dl. The nurse was assisted in reviewing the bolus history and basal rates.